Event description:
Our rep is reporting to us that a patient underwent a successful knee repair with the use of mitek rigidfix on (B)(6) 2011. Approximately 3-4 months post-op, the patient presented with pain; the surgeon suggested a follow-up MRI, which the patient declined. Approximately 1 ½ years post-op, the patient again presented with pain; at this point an MRI was had and the imaging revealed a loose body under the meniscus. On (B)(6) 2013, a re-surgery was performed and a small fragment of what appears to be part of one of the rigidfix fixation pins was removed from the joint space. The acl repair was intact.

Event description:
Our rep is reporting to us that a patient underwent a successful knee repair with the use of mitek rigidfix (date not defined). Approximately 5 months post-op, the patient presented with "clicking" of the knee; mris taken at that time revealed the presence of a foreign or loose body; however, this was not addressed, surgeon thought that it may have been cartilage. On (B)(6) 2013, the patient presented with pain; a scope was performed and the surgeon discovered and removed a broken fragment of what appeared to be one of the rigidfix fixation pins, which was lodged under the meniscus. This procedure was concluded successfully without further issue. The complaint device was discarded at the user facility.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report

Manufacturer narrative:
The complaint device is not being returned, which precludes conducting an evaluation; however, a batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore, there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other similar complaints for this lot of devices that were released to distribution. We cannot tell anything from this; we cannot discern a root or underlying cause for the reported failure mode. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report